Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue: the alarm has occured multiple times and the reporter is unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: confirmed issue in history but not able to reproduce during testing. Black box and alarm history shows one ¿cs070-0001¿ alarm on 01/11/2014. The pump powers ¿on¿, the pump passed ¿ez-prime¿ steps and exercised for 24hr, no alarms occurred. Boluses were performed sucessfully,the pump was opened, no intermittent condition was found to the motor assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).